Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. No unexpected alarms noted during testing. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 167 mg/dl. The customer stated that her pump had a loud alarm and the pump went blank. The customer stated that she changed her infusion set and rewound again with the motor error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.